Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was swimming. Technical services (ts) review of the episode showed a high frequent extremely stable signal. An external source of noise is suspected. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was swimming. Technical services (ts) review of the episode showed a high frequent extremely stable signal. An external source of noise is suspected. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.